Event description:
It was reported that the device temperature display is half black. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. No physical damage to the device. The technician performed a visual inspection and confirmed the reported issue. The root cause of the reported issue was found to be liquid crystal leakage on the display of the board. The technician replaced orings. The technician performed the preventive maintenance (pm). The device passed all the functional testing. Unique identifier are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).